Event description:
The patient received his scs system on (B)(6) 2009 including two percutaneous leads (from the same lot). It was reported that the distal end of one of the patient's leads migrated into the lead anchor. Only 2 contacts can be used to provide stimulation but it is inadequate. The patient feels stimulation in the right arm, but stimulation is too strong in left arm. The patient is scheduled for a surgical procedure to resolve the issue. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.